Event description:
As reported, approximately twelve years post initial bilateral tka, patient left knee was revised due to pain. Components were well fixed. The insert was found to have an unusually metal piece imbedded into the top layer. It appeared that the metal caps on the tibial baseplate that cover the hole for possible augments were potentially never captured under the insert during the initial procedure. Patient chose a different company for the revision with surgeon discussion. Explants not available. Patient left in stable condition. No further information.

Manufacturer narrative:
Concomitant products: logic femoral ps cem left sz 3.5 (cat# 02-010-01-0235 / serial# (B)(4)); three peg patella 38mm (cat# 200-02-38 / serial# (B)(4)); logic tibia traptray cem sz 3.5f/3.5t (cat# 02-012-41-3535 / serial# (B)(4); 3" trocar, mod. Hex 2pk (cat# 201-78-81 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.